Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with preoperative diagnosis of thoracic disc disease . He underwent following procedures: t6-7 , t7-8 , t8-9 , t9-10 discogram. Radiologic supervision and interpretation of discogram . On (B)(6) 2009, the patient presented for preoperative assessment of his medical condition . On (B)(6) 2009, the patient presented with following pre-operative diagnosis: displacement thoracic intervertebral disk t7-8. Displacement thoracic intervertebral disk w/o myelopathy t8-9. He underwent following procedure: endoscopic thoracotomy with t7-8 anterior interbody arthrodesis. T8-9 additional level arthrodesis anterior interbody technique. Partial corpectomy t7 endoscopic transthoracic approach. T8 additional level vertebral corpectomy partial for decompression with transthoracic approach. Partial t9 additional level corpectomy transthoracic approach. Interbody cage device t7-8. Insertion of interbody device cage t8-9. Microsurgical technique requiring use of operating microscope. Rh-bmp2/acs allograft. Per op note ".. Diskectomy was performed with a pituitary rongeur, curved and straight curettes. The disc material was completely removed . The end plates were decorticated with the curette as well. Trials were used and then finally an interbody implant was filled with rh-bmp2/acs and placed into the interbody space at t8-9. Similarly, an implant cage was filled with rh-bmp2/acs and placed in t7-8 . Post-operatively, patient sustained unspecified injuries on (B)(6) 2009, the patient presented with preoperative diagnosis coccydynia. He underwent following procedures: sacrococcygeal joint injection and empire ganglion block. Fluoroscopic guidance."